Event description:
General report of an undocumented number of incidents of cracks in the tubing sets. The plumsets were being used to deliver unspecified solutions. After unspecified lengths of time, the customer contact reported that a crack was noted at an unspecified location of the plumsets. No specific details were provided. There were no reported adverse pt effects and no delays of therapies critical to any pts. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contacted indicated that the devices were discarded. Investigation is not complete. The list numbers and lot numbers of the devices that were in use is unk. The customer contact did not provide any information about the device list number; therefore, the brand name and common device name are unk. However, the customer contact identified the devices as unspecified plumsets. This report represents all the information known by the reporter upon query by hospira personnel.